Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 90% stenosed distal right coronary artery. A 2.5x15mm trek balloon dilatation catheter (bdc) was used with a non-abbott guide wire and non-abbott guiding catheter. The bdc faced resistance during advancement with the anatomy, and the balloon ruptured during the first inflation at 10 atmospheres. An unspecified trek balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.